Event description:
The customer's wife stated that her husband passed away of a sudden heart attack at home. No hyperglycemia or hypoglycemia at the time or any issue with the device was reported. Her husband was taking blood pressure medication for his heart condition, insulin for his diabetes, another medication for neuropathy and one for his prostate. The caller is returning unused product, but the device he was wearing at the time is not available for return.

Manufacturer narrative:
No device was returned for evaluation. No product malfunction reported.